Manufacturer narrative:
According to the reporting facility, the device is not available to be returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, there was a spontaneous capsule rupture. The intraocular lens was removed intraoperatively and replaced with a lens of a different model and diopter. The incision was enlarged to 2.8mm and four 10.0 nylon sutures were used. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Additional information was received indicating the injector was not involved in this event, therefore this event is no longer deemed reportable for this device.

Event description:
Additional information was received indicating the capsular rupture occurred during rotation of the intraocular lens (iol) in the eye.